Manufacturer narrative:
The pump was received with a detached end cap, minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker. The pump passed the idle current test and run current test. Unable to perform the self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement or verify the prime anomaly due to the detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin was squirting out during manual prime. Customer's blood glucose was 250 mg/dl. During troubleshooting, customer disconnected the call. Customer will not be returning the device for analysis.